Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one tacker device. There were no other visual abnormalities. The reload was loaded onto the instrument and fired on test media. The instrument made a clicking and crunching sound and the gear popped during firing. The tacks did not seat properly. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the instrument not working is due to the damaged spur gear. It was determined that during assembly the two handle halves were not screwed together with the appropriate torque output. The root cause of the observed condition was determined to be a result of a manufacturing activity that has been addressed by a change development process. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate

Event description:
According to the reporter, the device failed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.